Event description:
This lead was intended for pt implant in (B)(6). Visual inspection found the packaging for the device was open and the lead was not properly secured. The outer tubing of the device appeared damaged. Despite the observed anomaly, an impedance test for the lead found no issues. However, the physician elected to complete the procedure with use of a different device. No pt complications were reported as a result of this event. Analysis of the device has been completed.

Manufacturer narrative:
Eval codes, results: the complaint was confirmed for "general damage" was confirmed. Visual inspection of the lead revealed 4 compression marks on the outer tubing of the lead body. The returned lead was aligned with a lead package and 3 of the compression marks on the lead aligned with the grommets in the package. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.